Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior, radius and posterior side assessed as surgical damage. Additional observations: creases were observed. Yellow particles observed inner the surface of the device. Calcification observed on patch. Broken observed on plugs trap assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.